Event description:
It was reported that the customer experienced high blood glucose and has changed the infusion set and reservoir, but the patient believes the insulin pump is no delivering the insulin correctly. The high pressure test was performed and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.